Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the lead was repositioned one day post implant due to decreased sensing. The patient was okay after the event.